Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery change. The blood glucose reading was 3.4 mmol/l. The user stated that she wore the device in her bra or trousers. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during the testing was noted. No moisture damage was found inside the insulin pump. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, cracked broken belt clip slot, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.